Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported, "arterial line has a de-formative curve in it". Additional information received from the customer clarifies "the guide wire and other components like the plastic shell" had the deformative curve. This was found prior to use in the clinical setting. There was no patient injury or consequence. The patient' current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "arterial line has a de-formative curve in it". Additional information received from the customer clarifies "the guide wire and other components like the plastic shell" had the deformative curve. This was found prior to use in the clinical setting. There was no patient injury or consequence. The patient' current condition is reported as "fine".